Manufacturer narrative:
Investigation summary: bd received one sample along with three photos for investigation. The returned sample was visually inspected for additive abnormality and failed inspection. Additionally, the photos showed a tube with an additive rundown defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. Bd has initiated further root cause investigation relating to the issue of additive abnormality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, abnormal white additive is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, abnormal white additive is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.